Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main knob was stuck and was unable to be turned to turn the device on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.